Event description:
On (B)(6) 2025, a 59-year-old african american male with a past medical history significant for coronary artery disease with prior myocardial infarction and stent placement, diabetes mellitus, hypertension, peripheral arterial disease, lung mass, chronic obstructive pulmonary disease, and renal insufficiency presented to the emergency department with shortness of breath and leg swelling. The patient acutely decompensated with a reported ejection fraction of five to ten percent, mixed venous oxygen saturation of twenty-five percent, hypotension, and anuria. The patient subsequently developed pulseless electrical activity cardiac arrest, and cardiopulmonary resuscitation was initiated. Return of spontaneous circulation was achieved, and the patient was taken to the cardiac catheterization laboratory for left heart catheterization, right heart catheterization, and impella device placement. On (B)(6) 2025, the patient remained critically ill and was found to be anemic and received blood products. The patient was determined not to be a candidate for orthotopic heart transplantation or a left ventricular assist device. On (B)(6) 2025, the patient developed coffee-ground emesis concerning for a gastrointestinal bleed. The patient was made do not resuscitate and subsequently expired. The death was most likely related to the patient¿s underlying medical conditions and the decision to withdraw care yet will conservatively be coded to the impella device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.